Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1 and distal set-up joint (dsuj). The system was verified and ready for use. The unit came into failure analysis with a reported problem of error 23118 which was confirmed as having occurred in the field but not replicated. The logs recorded error 23118 pointing to the set-up joint suj tornado and not the usm. Unit was tested on an in-house system in norm mode with no triggered errors. Unit was also tested on a patient side cart fixture test platform (pftp) where it passed all test related to the reported problem. No signs of damage during visual inspection. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they experienced a recoverable fault on universal surgical manipulator (usm) 1, specifically a 23118 error, which was verified in the logs. Despite the user performing a power cycle, the errors persisted. The tse guided the user through a hard power cycle and an emergency power off (epo) of the patient side cart (psc), but the errors reappeared upon power-up. Consequently, the user decided to disable arm 1 and continue the procedure with the remaining three arms. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the distal set-up joint for failure analysis investigation. The unit was analyzed and the reported issue was confirmed and replicated. In the system logs, the error 23118 was found indicating a motor encoder incremental fault and a motor hall edge-to-edge fault on usm and suj tornado. Additionally, error 32098 was found indicating a brushless motor controller error reported by the suj distal, confirming the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where it triggered error 32098 thereby replicating the reported event. The unit was then installed onto a pftp where it failed the tornado encoder tests. As a result of these findings, failure analysis was able to conclude that the motor module rotor and chipencoder virtual absolute (cva) sensor were the potential source of the reported event. The probable root cause is attributed to motor encoder errors from a faulty motor rotor and cva sensor, both components located within the distal suj outer.

Event description:
Refer to h11 for follow-up information.